Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the customer intermittently lost video sync and usable image quality, thus making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.